Event description:
Related manufacturer reference number: 2017865-2024-57026. It was reported that the patient presented in clinic for due to syncope causing a fall and breaking a femur. Device interrogation revealed low pacing impedance, fracture and failure to capture on the right ventricular (rv) lead. Device interrogation also found revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture, loss of capture and low pacing lead impedance were not confirmed. As received, a partial lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. Visual inspection of the lead did not find any anomalies. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.